Event description:
The customer reported that the sys exhibited a communication error. This error is likely to result in a sys lock up or prevent the sys from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys was evaluated and the power supply fuses and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.